Event description:
According to the info rec'd, 38 hrs post implantation of a 24mm amplatzer septal occluder, the pt presented to the ER with chest pain. An echo revealed a large pericardial effusion, and the pt was immediately transferred to the or. The device has worn through the left atrium and into the aorta. The device was removed and the asd was patch closed. The pt is reported to be doing well.

Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should the imaging become available at a later date, a supplemental report will be filed.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on (B)(6) 2011 and definite erosion was confirmed.

Manufacturer narrative:
This event was reviewed by aga's asd erosion adjudication board on july 14, 2008 and the following observations were reported: this patient experienced a device related erosion; however, the device was not oversized. The left atrial disc of the device herniated partially into the right atrium.

Manufacturer narrative:
Please see the article "erosion by the amplatzer septal occluder: experienced operator opinions at odds with manufacturer recommendations" that corresponds to this MDR report.